Event description:
Boston scientific crm received information that in 2006 the right ventricular (rv) lead impedance measurement increased to over 1900 ohms from 1200 ohms in 2005 and r-wave sensing had also deceased over time. At that time, the physician attributed the increased impedance measurement and lack of r-waves to the patient's worsening cardiac tissue and decided to leave the rv lead implanted with continued monitoring. Three years later, new information was received that the patient was going in for an unrelated surgery and the rv lead was no longer working. It was also noted that the patient was sensing and pacing in the right atrium. We are currently unable to verify that critical therapy is available for this patient. No adverse patient effects were reported. New information was received fourteen months later that the rv lead was surgically abandoned due to increased threshold measurements and loss of capture. No adverse patient effects were reported.

Manufacturer narrative:
At this time it appears that the product remains in service. If additional information becomes available, this event will be updated as necessary.